Manufacturer narrative:
Device evaluation completed on 5/27/2019: according to the information received, it was reported a rupture on a breast implant, breast pain and several symptoms related to a autoimmune disorder. Upon initial inspection, the sample was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were discovered. The reported complaint was not confirmed due the event regarding rupture was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, autoimmune reaction, breast pain (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 400cc mentor memorygel breast implants, experienced the following: butterfly rash that appeared on her face, headaches at least three to four times a week and sometimes turn into migraines, mental fog, muscle and joint pain in her knees, back of legs, neck and shoulder and the muscles in her skull, along her spine, has been clinically diagnosed with fibromyalgia, ibs, digestive issues, anxiety, fatigue, severe dry skin, acne, and left breast implant is smaller than the right and has burning pain. The patient also reported being placed on the following: wellbutrin 150mg, aterol, zoloft, omeprazole. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.